Manufacturer narrative:
The lead has not returned for analysis; as a result, the reported allegation cannot be confirmed. The manufacturer attempted to obtain the lead by sending emails to the customer (on 6/6/2011 and 6/13/2011) but was not successful. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this atrial lead was explanted due to poor numbers (090 ohms .6mv) as the pacing impedances and amplitudes were low. No adverse patient effects were reported. The lead was actively implanted for approximately 10 years, 9 months.